Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test, occlusion test, excessive no delivery test and prime test. The motor passed motor test. No motor error alarm was noted. The drive support disk was inspected and no anomaly was noted. The pump was received with scratched lcd window, cracked case near display window corner, cracked battery tubes, cracked reservoir tube lip, broken belt clip slot and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 400+ mg/dl. The customer stated that the motor error alarm occurred during bolus. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that the pump was not exposed to high magnetic field. The customer stated that they were able to rewind the pump. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.